Manufacturer narrative:
Follow up #1. The following sections updated/added: product problem , suspect device , importer (device), corrected data. Richard wolf medical instruments corporation (rwmic) received investigation results from manufacturer on 11dec2017. Visual inspection of device found tip of electrode contained massive wear of insulation. Mechanical signs of wear on the metallic sheath of the device. Damage could not be reproduced when instructions for use (IFU) followed. IFU include mechanical, electrical and thermal conditions instructions to prevent the type of damage observed. Root cause - user mis-handling and/or misuse. Device could not be repaired and was scrapped by manufacturer . Facility was contacted several times, via fax and phone, in an effort gather additional/missing information. No response as of 03jan2018. Rwmic considers this matter closed. However, in the event rwmic receives any additional information a follow up report will be submitted to FDA.

Event description:
Follow up #1.

Event description:
(B)(4) was informed by one of its distributors, that during a procedure, the plastic casing near the distal tip was melting. No injury to patient or staff reported. Manufacture date: 08may2016. Expiration date: 09may2019. Purchase date: unknown (facility has purchased (B)(4) of the same device ID # between (B)(4) 2017). No similar complaints for this product since implementing of new supplier (april 2017). User facility was contacted, via email, in an effort to gather additional/missing medwatch information, no response as of 05oct2017. Device has not been returned to (B)(4) as of 05oct2017. If device is returned, it will be sent to manufacturer for investigation. (B)(4) considers this matter closed. However, in the event (B)(4) receives additional information, follow-up report will be submitted to FDA.